Event description:
It was reported that the customer experienced a low blood glucose of 29 mg/dl and got up when she felt her cat's paws on her face. She declined to receive assistance for related troubleshooting and stated she and her dietitian figured out what caused the low blood glucose, but did not remember offhand. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).